Event description:
It was reported the patient received inappropriate therapy due to t wave oversensing (twos).it was also reported the patient was unconscious. Additionally, during these episodes, the r waves were at 1 mv and the t-waves were considerably bigger. Later review of manufacturer's database revealed that the patient died as of (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer obtained the following back-to-back readings within 10 minutes on the advantage meter system: 53 mg/dl and 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.